Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown issue. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown issue. A new rv lead was successfully implanted. Additional information from the field indicated there were no product performance issues with this lead. However, during an extraction of this patients right atrial (ra) lead, this rv lead was damaged. No additional patient adverse effects were reported. This lead is expected to be returned to boston scientific for analysis.